Event description:
A site's stealth coordinator reported that an open spine clamp had a stripped screw and the female portion of the jaws on the clamp was cracked. This event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Inspected the clamp using a micro scope and found that the center threads of the screw are stripped off. Adjusted the screw and it will not tighten the clamp. Also, found that the receptacle cylinder, dog point part has cracked. The dog point cylinder is what holds the screw to the adjustment arm of the clamp.